Event description:
Customer's mother reported receiving sensor glucose and blood glucose readings that vary greatly. At the time of the call, the sensor glucose value was 69 mg/dl while the blood glucose value was 180 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.